Event description:
It was reported that during a peripheral treatment procedure, a guide wire tip detached. The chronic total occlusion (cto) target lesion was located in the peroneal artery. At an unspecified time during procedure attempts to cross the cto with other non bsc devices were unsuccessful. A 300cm v-14 controlwire guide wire was inserted and advanced to the target lesion without resistance. However, significant resistance was encountered during multiples attempts to cross the cto that included re-torquing, then re advance of the guide wire were unsuccessful. As a result, approximately 3cm of the guide wire tip detached at the cto. It was determined that the tip would remain as it was lodged within the cto. Physician decided to conduct no further attempts to treat cto. No patient complications were reported and the patient's status is listed as fine patient care plan is monitor with follow up visits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a guide wire tip detached. The chronic total occlusion (cto) target lesion was located in the peroneal artery. At an unspecified time during procedure attempts to cross the cto with other non bsc devices were unsuccessful. A 300cm v-14 controlwire guide wire was inserted and advanced to the target lesion without resistance. However, significant resistance was encountered during multiples attempts to cross the cto that included re-torquing, then re advance of the guide wire were unsuccessful. As a result, approximately 3cm of the guide wire tip detached at the cto. It was determined that the tip would remain as it was lodged within the cto. Physician decided to conduct no further attempts to treat cto. No patient complications were reported and the patient's status is listed as fine patient care plan is monitor with follow up visits.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the distal tip severely deformed and damaged, the polymer coating is peeling, kinked and bent at 298.7cm approx. From the proximal end to distal end. Outer diameter is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).